Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(6),they stated that while moving the vh-3010 from one spot to another the box was dropped and cracked. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory on 13jul2020 and investigated on 22jul2020. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. There is a severe damage to the product when it was dropped. There is also a portion of the device missing, above the switch and socket. There was also break observed around the connector. The receptacles appeared intact. No other visual defects were observed. Based on the condition of the device upon return and the inspection results, the reported failure "crack" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4),they stated that while moving the vh-3010 from one spot to another the box was dropped and cracked. No patient involvement.